Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "1 month ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. No further investigations planned. Product is not expected for return as reporter indicated device was discarded. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and they experienced sweating, cold, vomiting, decomposition and a loss of consciousness. Customer had contact with healthcare provider and was treated with glucose via IV. There was no report of death or permanent injury associated with this event.